Event description:
Boston scientific received information that this health care professional (hcp) contacted boston scientific's technical services to report that this patient's monitoring system detected a yellow alert associated with fault code#1003 (voltage too low for remaining projected capacity). Ts suggested that a save-to-disk and memory upload could be performed to determine the current status of the device. The local representative and hcp were informed that the device should be explanted and returned for laboratory testing. Subsequently, boston scientific received information that a memory upload will not be performed as the patient has been scheduled for device replacement. Following explant, the device will be returned for laboratory testing.

Manufacturer narrative:
The investigation of this event is on-going as a request has been made to the local representative for additional information.

Manufacturer narrative:
Upon receipt, the device will undergo laboratory testing to determine root cause.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this ICD was thoroughly inspected and analyzed. External visual inspection of the device revealed no anomalies. Review of the device memory confirmed that three fault code 1003 was recorded in (B)(4) 2012. Although the device memory diagnostics demonstrated that the daily battery voltage measurements displayed an irregular pattern of discharge, the battery voltage level at explant 3.003 volts was sufficient to ensure therapy availability/delivery while the device was implanted. The device case was then opened to facilitate analysis of the internal components. The battery was separated from the other device electronics and the overall current draw of the circuitry was measured. A normal current drain was observed within the circuitry. Collectively, the pattern of irregular daily battery voltage measurements in conjunction with normal power levels and device hybrid current draw is consistent with behavior of devices where a latent current leakage path has occurred within the battery itself, resulting in a partial depletion of the battery.

Event description:
Boston scientific received information that this device was explanted and replaced without incident. The device is enroute to boston scientific.